Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. A helix mechanism test failed here due to the helix housing being clogged with dried blood/body fluid. Although the helix mechanism test failed due to dried blood/bod fluid in the helix housing, no allegation against the lead helix was made. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to other or non product experience. Additional information received which indicated that the implanting physician cut the lead while making an incision. This lead was replaced and never in service. No adverse patient effects were reported.